Manufacturer narrative:
The reagent lot number was 77309801 with an expiration date of 31-jan-2025. The field service representative changed the sample probe, nozzle reagent, gear pump head, rinse nozzle, solenoid valve, and the electrodes. He checked the photometer and blank cuvette and ran calibration and qc that were acceptable. The investigation determined the service actions resolved the issue. A general reagent issue was ruled out since calibration and qc data were acceptable.

Event description:
There was an allegation of questionable lactate dehydrogenase results from the cobas 6000 c501 module. The initial result was 250 u/l. The repeat result was 189 u/l. The repeat result from a cobas integra was 193 u/l. The repeat results were believed correct as they matched the clinical situation of the patient. The questionable results were not reported outside of the laboratory.